Event description:
It was reported that the device was broken or damaged. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture [insert date manufactured] to present date 10/26/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to damage/wear of the door latch assembly - sear damaged/cracked. A review of the device history record for sn (B)(4) was performed from date of manufacture [insert date manufactured] to present date 10/26/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. No patient involvement was noted.